Event description:
Crd_993 - bright EU pas patient ID: (B)(6). It was reported that on (B)(6) 2021, one xtw triclip was successfully delivered and deployed, reducing the tr to mild, grade 1. There were no complications. On (B)(6) 2025, severe tr along with a single leaflet device attachment (slda) and tissue damage were observed. The patient experienced a decline in functional class compared to last year. There was no treatment reported/specified. The patient is being evaluated for another procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The reported patient effects of tissue injury and recurrent tricuspid regurgitation (tr) appear to be due to the slda. The heart failure appears to be a cascading effect of the recurrent tr. Tissue injury, heart failure, and tr are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.